Event description:
The patient experienced a loss of therapeutic effect. The pain returned this morning for her and she was traveling. She checked a local ER and the ER did not have a physician programmer to reprogram her ins. There are 2 programs in her patient programmer (pp) and she has tried both. Increasing stimulation was also tried and it did not help. She would like to meet with a company representative to have her ins checked and to see if the pain can be covered by the ins. Additional information has been requested.

Manufacturer narrative:
Product ID 377860, lot# v006486, implanted: 2006 (B)(6); product type lead product ID 377860, lot# v006486, implanted: 2006 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).